Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Reportedly the customer disconnected from the t:lock when changing their cartridge. Tandem customer technical support informed customer of correct way to disconnect from their site. Customer¿s blood glucose (bg) value was 45 - 50 mg/dl. Customer consumed carbohydrates to address bg.